Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient needed a lead replacement as the lead had moved from its position causing a loss of therapy. When the doctor went to reconnect the new lead the screw seemed to have stripped and they could not attach the new lead. The screw would not grip/tighten down on the lead. The implantable neurostimulator (ins) was explanted and replaced. The new device attached without any problems.

Manufacturer narrative:
Analysis of the returned ins (B)(4) found no significant anomaly. The setscrew had been backed out too far. Visual inspection of the ins did not reveal any significant anomalies. The connector module, access hole adhesive, and grommet were all visually ok. Foreign material was observed in the connector port. It was observed that the setscrew was backed out too far. The shield/can was visibly scratched. The ins passed a series of defined and qualified automated functional tests. Telemetry tested ok, good stable output was observed, and there were no issues when applying pressure to the ins can. If information is provided in the future, a supplemental report will be issued.